Event description:
It was reported that the patient has suffered from a wound infection around another manufacturer's bone conduction implant, superior to where the med-el cochlear implant was surgically placed. There apparently was some migration of the two surgical sites and since the other manufacturer's bone conduction implant was still in when the ci was implanted, it became infected. It was treated with antibiotics and a drain, although the infection seems to be retreating. It was also reported that there are now some open electrode channels.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.